Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient had been hospitalized since (B)(6) 2018 due to a fever of 38.6 degrees and intense abdominal pain. A computed tomography (CT) scan of the abdomen and chest were done which revealed a stomach perforation. On (B)(6) 2018, the patient started treatment with intravenous antibiotic tazocin and the fever subsided. During a nurse visit on (B)(6) 2018, the patient was in a good condition and the pain had subsided. On (B)(6) 2018, the patient was discharged from the hospital and had fully recovered.